Manufacturer narrative:
(B)(4). Correction: the se 2267 alarm cannot be confirmed with the cause being undetermined. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem.

Manufacturer narrative:
(B)(4). The se 2267 alarm cannot be confirmed with the cause being undetermined. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2267 alarm that appeared on the homechoice (hc) display during fill 3 of 4. The technical service representative (tsr) had the home patient (hp) cycle the power on the hc. The tsr had the hp cycle power again to press go to start. The tsr informed the hp to start over with new supplies or use manuals. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.